Event description:
Hill-rom received a report from a hill-rom technician stating the brakes are not holding. The bed was located at the account on the ground floor. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the head left caster not holding. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the head left caster to resolve the issue. Based on this information, no further action is required.